Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they found out that the cannula was split after removing the sensor. The customer also reported that they received a calibration error alarm. The customer's blood glucose was 180 mg/dl at the time of incident. The sensor will be returned for analysis.